Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, the patient identified that the reservoir was pushing on the left lateral wall of the bladder. The device was explanted and not replaced. The patient continued to have penile discomfort and intermittent bladder pain as of the time of the report received.

Manufacturer narrative:
According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2020 and removed/replaced on (B)(6) 2021 due to the patient identified that the reservoir was pushing on the left lateral wall of the bladder and wanted the entire device to be removed. The patient continues to have penile discomfort and intermittent bladder pain. A titan touch pump, two cylinders and reservoir were received. Examination of the returned components revealed no abnormalities that would have contributed to the report of pain and discomfort. However, because examination of the returned components may not conclusively confirm or disprove the report of a pain and discomfort, quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.